Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 48 mg/dl. The troubleshooting was declined by the customer for the low blood glucose. The customer was treated with the glucose. The device will not be returned for the analysis.